Event description:
It was reported that the customer had a remove/instrall battery cap nad failled battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was state they able to removed battery cap and advised to insert new aaa alkaline battery on the insulin pump. The customer will callback after going to store to purchase brand new aaa alkaline batteries to attempt before the insulin pump replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.